Manufacturer narrative:
A ge service representative performed an on site investigation. The line voltage was adjusted during the service call.

Event description:
It was reported that the 9900 system shut off with an out put error then would not power up. No patient injury was reported.